Event description:
The customer reported images are not being saved sequentially and are corrupted. No pt injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B) (4).